Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. (B)(4). Additional PMA/510(k) number: k113753, k112160.

Event description:
It was reported that an implant was unable to be placed into osteotomy. Implant was spinning and did not achieve primary stability and it was removed. Doctor tried a larger implant (tmtwb13) and it did not achieve stability. Second implant was also removed. Tooth location 4. Site was bone grafted.